Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 490032, expiration date 12/31/2011). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.

Event description:
Customer received result of 29.2 mmol/l on the compact plus system and result under 11.0 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.